Event description:
Olympus reviewed the following literature titled: s1-07 treatment results of underground emr (uemr) for superficial non-papillary duodenal epithelial tumor (snadet) in our hospital. [Literature summary]: [purpose] this study was conducted to clarify the therapeutic results of uemr for superficial non-ampullary duodenal epithelial tumor (snadet) performed at our hospital. [Methods] from september 2015 to november 2021, we retrospectively examined uemr in 35 cases and 36 lesions for snadet performed at our hospital. Examination items included gender, age, use of antithrombotic drugs, scope, snare, localization, lesion size, macroscopic type, number of preoperative biopsies, endoscopic en bloc resection rate, pathological results of resected specimens, recurrence presence/absence, presence/absence of additional treatment, and complications. [Results/results] there were 22 males and 13 females. Gif-hq290 was the most used scope, but in recent years gif-290t has been used more often. The diameter of the snare used was 13 mm in 14 cases, 25 mm in 4 cases, and 33 mm in 4 cases, in that order. The localization of the lesions was the bulbous area in 3 cases, the superior duodenal angle in 7 cases, the descending area in 24 cases, and the inferior duodenal angle in 2 cases. The median lesion diameter was 9.5 mm (4-17 mm), the macroscopic type was ila in 20 cases, ila + ilc in 8 cases, ilc in 5 cases, is in 2 cases, and isp in 1 case. The median number of preoperative biopsies was 1. The pathological results of resected specimens were 32 cases of adenoma and 4 cases of adenocaricinoma. The endoscopic en bloc resection rate was 77.8%, the ro resection rate for adenoma was 31.3%, and the ro resection rate for adenocarcinoma was 25%. There are 4 cases of residual recurrence in r1 cases of adenoma, and uemr was additionally performed in 2 of them, and there has been no recurrence. In one patient with adenocarcinolna, residual cancer was found in a biopsy from the post-treatment scar of uemr, so subtotal stomach-preserving pancreaticoduodenectomy was additionally performed, but no residual cancer was found in the surgical specimen. Other adenocarcinoma cases have been followed up on an outpatient basis, but no evidence of recurrence has been observed. In addition, 1 patient underwent uemr for residual esd after snadet, but there has been no recurrence after resection. Complications included two cases of bleeding, which could be stopped endoscopically. One patient had a perforation when a clip was added for suture during endoscopy the day after the procedure, and an emergency large mesh filling was performed, but the postoperative course was good. [Type of adverse events/number of patients]: 1 case of perforation, 2 cases of bleeding. Since the literature described "gif-hq290/gif-290t", we selected "gif-hq290" as a representative product. The authors did not specify the device used on the patients with adverse events.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. This supplemental report includes information added to b3 and g2. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the author.

Event description:
The author responded to our request for additional information and stated the adverse events were not caused by the olympus device.